Manufacturer narrative:
The device history record for radiesse+ dermal filler lot: 100120376 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
Follow up information was received on 24-jan-2020: patients initials and date of birth were provided. The patient was injected with 1 syringe of radiesse(+)® into upper cutaneous lips and small amount to the lateral lower cutaneous lips immediately below vermillion border. The needle used for injection was a 25 g, 1.5" cannula. The device history record for radiesse(+)® was received and the lot number for was confirmed as 100120376 (expiry date: 05/2021). A lot search in the global safety database was conducted. Patients medical history included hypertension (htn), chronic obstructive pulmonary disease (copd) and diabetes mellitus type ii (dm type ii). Concomitant medications were reported as none. On (B)(6) 2019, reported as within two weeks after the radiesse(+)® injection, the patient developed a hematoma the day after the injection on the left but not on the right upper cutaneous lip that lasted 7-10 days. On (B)(6) 2019, the patient called the clinic, while the injecting physician was on vacation. However, he reviewed the picture the patient sent and prescribed a z-pack and ibuprofen. As reported, the patient decided not to take it. As reported, due to the mild pain reported by the patient, the physician decided it was necessary to explore the lip and remove the radiesse(+)®. On (B)(6) 2019, radiesse(+)® was surgically removed from lip with a simple wound closure. The outcome of the events remained unchanged. In the opinion of the reporter, the events was not permanent and related to radiesse(+)®.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, hard lump, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a (B)(6)-year-old female patient. She was treated subdermally with one syringe of radiesse® for her upper cutaneous lip, to strengthen collagen without giving her too much forward protrusion and lengthening the height, on (B)(6) 2019. Radiesse® was diluted in 1:1 ratio with saline and applied from above the lateral commissures, only in the cutaneous upper lips. The needle used for injection was a 27 g, 1.5" cannula. According to the physician, the patient tolerated the procedure well and had no bruising or any other complaints. The physician massaged the lips to achieve even distribution. In (B)(6) 2019, within two weeks after the radiesse® treatment, the patient developed a big hematoma only on the left side that lasted for about seven to ten days. She denied massaging the area. On (B)(6) 2019, she complained of swelling of the left lip with hard lump that was painful. There was no drainage, redness or any other systemic symptoms. The patient was prescribed with z-pack and ibuprofen but she did not take it. On (B)(6) 2019, the patient was seen by an ear, nose and throat plastic surgeon who suspected that there was radiesse® in her vermilion lip. On (B)(6) 2019, the patient returned to the physician and they decided to excise lump that was yellowish and looked like radiesse® in her left upper vermilion lip. The material was encasing the labial artery and probably that was the cause of the pain. It started to infiltrate the muscle and they decided not to take muscle. The physician suspected that the radiesse® moved down with the hematoma due to gravity, mouth movement and lowered viscosity. Because the patient had no hematoma on the right side and the filler did not descent on that side, the physician assumed the main reason was the further dilution with hem and descent with the hematoma, as reported. Due to the provide information, the outcome of "big hematoma" was considered as resolved in (B)(6) 2019 and of "hard lump" and "radiesse moved down" as resolved in (B)(6) 2019. The outcome of all other events was not reported.